Manufacturer narrative:
(B)(4). Product not returned for evaluation. Only test strip were replaced at this time. Most likely underlying root cause of malfunction: sample issue. (B)(4). Note: at follow-up call on (B)(6) 2017, the customer stated her condition had improved and she was not currently having any diabetic symptoms. Customer stated she did not go to the hospital but she had called her doctor on (B)(6) 2017. Customer stated the doctor had told her to eat and to also eat a snack at night so her blood sugar would not be low in the morning. The customer stated she performed a blood test on (B)(6) 2017 and obtained a result of 128 mg/dl.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the blood sample was absorbed. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated she was feeling shaky and dizzy. Customer denied need for medical attention at that time. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 47 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.